Event description:
It was reported that during colorectal resection procedure, upon firing the stapler, it cut and it delivered the staples but they would not close. The issue occurred although the pressure control was in the green area and the head of the stapler was correctly fixed with the trocar. A second stapler was used to perform the anastomosis with two additional centimeters of seam. The anastamosis was strengthened with manual sutures. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Date sent: 04/29/2010. Additional information: after several requests, the device was not received for analysis.